Event description:
It was reported the physician was performing an open surgical procedure using the speedlock knotless implant. The anchor was reportedly placed in the bone hole and the physician attempted to deploy and release the anchor when the tip of the speedlock knotless implant broke off in the bone hole. As the anchor never deployed, the physician was able to tap the broken tip and anchor out of the patient's bone hole. The procedure was completed with a new device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Device 2 of 2. Reference manufacturer's report #: 2032380-2011-00114. The catalog and lot numbers for the anchor used in the above-referenced procedure were not provided. In addition, the patient identifier, age and gender were requested but not received.